Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support. Unable to verify compromised force sensor system alarms due to motor error alarms. Unable to perform occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to motor error alarms. All operating currents are within specification. Unit was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was protruded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.